Manufacturer narrative:
Additional information was added to d1, d4, g2 (add), h4, h6, and h11. H11: the actual device was not available; however, two (2) retained samples were evaluated. Visual inspection on the retention samples did not identify any abnormalities that could have contributed to the reported condition. A push-pull, underwater leak, air passage, traction, and functional flow testing were performed with no issues noted. The devices were determined to meet the performance specification requirements. The reported condition was not verified on the retention samples. The retention samples were found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink solution administration set leaked at the clearlink connector. The event was identified during the installition of the IV set in the infusion pump. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.